Manufacturer narrative:
The aware date reported in the initial report was submitted incorrectly. The aware date should read: 04nov2021.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10/3233): the getinge field service engineer (fse) that encountered the issue replaced the drive manifold then completed pm service with full calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) unit displayed a low vacuum alarm. There was no patient involvement, and no adverse event reported.